Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, although a root cause could not be identified it is presumed the likely cause of the reported failure is traced to component failure - due to scope connector/plug unit deformation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noise image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacture date of the device. Corrected fields: h4.

Event description:
No additional information received from customer.